Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 80 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer continued insulin therapy with the existing cartridge.